Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) # is k073231.

Event description:
On (B)(6), 2010, the lay user/ patient¿s mother contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter will not power on. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged the issue began on (B)(6), 2010 at 8am. The reporter advised the cca the patient manages her diabetes with insulin (type/ amount not specified). It is not known what action the patient took prior to the start of the alleged issue. At 4pm after the start of the alleged issue, the reporter stated the patient developed a headache. The reporter denied the patient received medical treatment due to the alleged product issue. At the time of troubleshooting, the cca noted there was no misuse of the meter and the correct test strips were being used for testing. The reporter advised the cca the batteries have already been replaced. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient symptoms did not correlate with lfs's definition suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved.